Event description:
A malfunction alarm with code malf 16 was reported. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump and arranged for the return of the malfunctioning pump using a pre-paid label. The customer did not have a backup therapy available and planned to reach out to their healthcare provider.